Manufacturer narrative:
(B)(4) the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups some of ten minutes duration were observed in the device memory between the (B)(6) 2015. The device successfully performed all weekly auto self-tests between the (B)(6) 2015. The last log entry on the (B)(6) 2015 records a manual power up. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.